Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -04.00/+4.0/093 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023. The lens was reported as excessive vaulting and lens rotation. The lens was repositioned on (B)(6) 2023 but the problem was not resolved. The lens remained implanted. The initial ciliary shutdown then systemic allergy to "predforte". The cause of the event was the device.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).